Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) device. This occurred during dwell 1 of 4 of peritoneal dialysis therapy, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The hp stated that they had already cleared the alarm following the instructions in the hc guide. The technical service representative explained the alarm to the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.